Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 50ml syringe luer-lok¿ had foreign matter inside. This was discovered before use. The following information was provided by the initial reporter: the head nurse of the thoracic emergency department opened the package and found that there was foreign matter inside the syringe after the liquid dispensing. Because it was found in time, it did not cause serious consequences.

Manufacturer narrative:
H.6. Investigation summary: bd received a 50ml syringe from lot 9081774 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed pieces of brown foreign matter (fm) embedded into the outer wall. The fm was sent for ftir testing but a match could not be found. This most likely means that the fm was a complex mixture of organic compounds but could not be isolated to a specific match. Based off the visual inspection the engineer was able to verify the reported defect. The molding process was reviewed but a definitive source of the fm could not be found. It was likely that the fm came from the manufacturing environment but an exact root cause could not be determined. The manufacturing facility has been notified of this incident and the findings. An alert was issued to the manufacturing team to raise awareness of this issue.

Event description:
It was reported that bd 50ml syringe luer-lok¿ had foreign matter inside. This was discovered before use. The following information was provided by the initial reporter: the head nurse of the thoracic emergency department opened the package and found that there was foreign matter inside the syringe after the liquid dispensing. Because it was found in time, it did not cause serious consequences.